Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. A supply change was performed to resolve the occlusion. The customer's blood glucose (bg) level was displayed as "high" on the continuous glucose monitor. Customer administered a correction injection to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.